Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient underwent a revision for recurrent dislocation of the left hip. Failure of gluteus minimus and medius to heal to their insertions was also noted. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation and was revised a second time approximately 10 years after that due to pain, swelling, limited range of motion and recurring dislocations. A competitors stem remains implanted, the head, liner and competitor shell were removed and replaced. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). Event date: unknown date in 2001. Explant date: unknown date in 2001. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number of the device is unknown. A root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00909. 0001825034-2020-00910. 0001825034-2020-01033.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation and was revised a second time approximately 10 years after that due to pain, instability and loosening. The cup and stem components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.